Event description:
It was reported that device entrapment occurred. The 95% stenosed, 10 x 3.5mm target lesion was located in the severely tortuous and moderately calcified proximal left anterior descending artery (lad). The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter and guidewire were tangled together and did not work normally. The procedure was completed with another of same device. No patient complications were reported and the patient condition following the procedure was stable.

Event description:
It was reported that device entrapment occurred. The 95% stenosed, 10 x 3.5mm target lesion was located in the severely tortuous and moderately calcified proximal left anterior descending artery (lad). The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter and guidewire were tangled together and did not work normally. The procedure was completed with another of same device. No patient complications were reported and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly, the imaging window entangled, and the tip stuck on the floppy end of the guide wire. Microscopic inspection revealed the guidewire exit port was damaged (deformed/lifted).